Event description:
A (B)(6) sales rep stated a pharmacist ran the control test on a contour next ez meter and the reading was high out of spec. At 11.2mmol/l. The reading was not marked as a control test in the meter. No adverse event was alleged. It was not possible to provide the control solution information and it is not expected to be returned for evaluation.

Manufacturer narrative:
The control information was not provided initially, but it was returned and evaluated. Brand name - contour next. Common device name - quality control material, product code jjx. Product information - lot# 2469, expiration date 11/30/2013. Manufacture date - 05/01/2012.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. Complete initial reporter information was not provided.manufacture date is not accessable at this time.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.